Event description:
It was reported that during a supposed ipg revision procedure, it was found out that the leads had high impedances. The physician opted to replace everything and the patient was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: (B)(4).